Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Updated describe event or problem b5, patient codes h6 and device codes h6.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a bulge in the cylinder, it was also reported that the left cylinder had swelling, and it was difficult to inflate and deflate the prosthesis. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a bulge in the cylinder, it was also reported that the left cylinder had swelling, and it was difficult to inflate and deflate the prosthesis. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). Updated describe event or problem b5, patient codes h6 and device codes h6. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and leak tested. It was found tube was detached by the distal end. Additionally, wear was observed at the fold, with broken fabric threads in the middle of the cylinder. The remaining cylinder was microscopically inspected and underwent leak testing. It was found to have broken fabric threads due to wear, and the outer tube showed sharp instrument damage at the proximal end of the cylinder. However, this cylinder passed the leakage test. Momentary squeeze (ms) pump kink resistant tubing (krt) was microscopically inspected, and it was found to be worn down to the filament. Ms pump passed the leakage and functional test. Based on the information available and the analysis results, the bulge observed in the first cylinder, attributed to fabric wear, could have caused or contributed to the reported clinical observations of deflation and inflation issues.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a bulge in the cylinder. The ipp was explanted and replaced. There were no patient complications reported.